Event description:
It was reported that the needle did not deploy and the cannula was not visible indicating a needle mechanism failure. The reporter had vision issues, therefore could not determine if the pink slide moved.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.n981usqsbhxl1 smartphone hardware: sm-n981u cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering 47 first prime pulses and was subsequently deactivated before the start of second priming. The needle mechanism was reset and redeployed successfully using the lock n load fixture.